Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and health care provider (hcp) regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the pain device implanted in 2008 was removed pm (B)(6) 2009 due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the circumstances the lead to the patient¿s infection were puffiness, redness, swelling, tenderness. It was noted there was a culture that showed a staph infection. The hcp noted it was unknown what caused the infection. The hcp stated the device was inserted (B)(6) 2008 due to infection on (B)(6) 2009. There were no further complications that have been reported as a result of this event.